Event description:
It was reported that the zimmer skin graft mesher inconsistently cuts the grafts. No additional clinical info was received prior to this report. A follow up medwatch will be submitted if additional clinical info is received.

Manufacturer narrative:
The device was returned to the MFR; however the investigation was not completed at the time fo this report. A follow up medwatch will be submitted once the investigation is complete.